Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra. Meter code: unknown. Strip code: unknown. Strip storage: good condition. Stored correctly. Symptoms: no symptoms. Per documentation, customer reporting inaccurate control high. No control readings documented. Their meter allegedly was inaccurate control high. The result on their meter was 375mg/dl at 12:00pm. Customer took 10 units of reg insulin and tested again 20 minutes later with a result of 43mg/dl. The time difference between patient's meter readings was 20 minutes. Customer took 10 units of regular insulin between the two tests. No further information has been reported.